Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A customer reported that a patient experienced hypertension with ciliary body membranes and "tractive rest ablation" additional information has been requested but not received.